Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil appeared to be migrating out of her fallopian tube / other essure coil could not be visualized/neither of her essure coils could be visualized') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicectomy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain, chronic pelvic pain") and alopecia ("excessive hair loss"). At the time of the report, the device dislocation, pelvic discomfort, heavy menstrual bleeding, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, device dislocation, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: right side: 2 trailing coils visualized. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil appeared to be migrating out of her fallopian tube / other essure coil could not be visualized/neither of her essure coils could be visualized') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicectomy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("increasingly severe pain, chronic pelvic pain") and alopecia ("excessive hair loss"). At the time of the report, the device dislocation, pelvic discomfort, heavy menstrual bleeding, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, device dislocation, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: right side: 2 trailing coils visualized quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received. Reporters information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.